Event description:
It was reported that pump touchscreen became unresponsive and pump screen appeared frozen, so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, completed reset, and afterward was able to interact with pump screen again.